Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "based on the information provided by the customer, the device history record (DHR) for the alleged defective medical device could not be reviewed because a lot number was not provided and was not visibly identifiable on the device. A visual and functional inspection revealed that the surgical device was non-functional due to a failure of the jaws to open and close properly. This malfunction was attributed to the internal drive shaft becoming dislodged from the jaws and was bent inside of the outer tube of the device. This issue underscores the critical importance of adhering to the manufacturer's guidelines and conducting regular maintenance to ensure the safety, reliability, and effectiveness of surgical instruments. However, potential contributing factors may include improper handling, inadequate lubrication or misuse at some point during its lifecycle. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Tecomet suspects that improper lubrication contributed to the wear of the jaws and internal drive shaft of the surgical device from the end user's facility. Inadequate lubrication can lead to increased friction, wear, and potential failure of moving components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error at tecomet - kenosha. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the weck clip applier broke while applying the clip. The applier closed around the vessel but would not reopen. The user reported that when squeezed, "it felt like something broke." Could not reopen. Had to cut around the vessel and then remove the clip applier." No patient injury or consequence reported. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). Other remarks: corrected data:

Event description:
It was reported that "the weck clip applier broke while applying the clip. The applier closed around the vessel but would not reopen. The user reported that when squeezed, "it felt like something broke." Could not reopen. Had to cut around the vessel and then remove the clip applier." No patient injury or consequence reported. The patient status is reported as "fine."